Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the during an infusion of blood at 0630, the primary tubing set had occluded from pressure and leaked. Due to the event, an estimated quarter pint of blood had been wasted. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer report that during an infusion of blood the primary tubing set had occluded from the pressure and leaked. The occluded set pressure was not confirmed, however the leak was confirmed. The first photo provided by the customer shows blood leaking inside and outside the pump lvp module and a stain of blood on the floor. The second photo provided shows blood fluid squirting from what appears to be a hole in the silicone pumping segment near the upper fitment that also caused blood to spill on the pump module and floor. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the during an infusion of blood at 0630, the primary tubing set had occluded from pressure and leaked. Due to the event, an estimated quarter pint of blood had been wasted. Although requested, there has been no impact to patient response or additional event information made available to date.